Event description:
It was reported that the voyager nc 4.5 x 12 mm balloon ruptured during use. No adverse patient effects were reported. The procedure was finished successfully by using another balloon. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report filing, additional information was received stating that resistance was encountered during advancement and retraction of the device in the calcified lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The reported balloon rupture was not confirmed. Based on visual and functional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.